Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port had a missing part of plastic resulting in difficulties charging the pump. Additionally, the pump touch screen was cracked and unresponsive. There was no reported impact to customer's blood glucose. The pump was repalced to address the issue.